Event description:
It was reported that during a bullectomy procedure, the doctor stated that it wasn't possible to use the stapler. The load was exchanged, but with no success. Another like device was used to complete the procedure. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4). Channel retainer detached. The analysis results found that the device was received in good visual condition and with two fully fired reloads present. The returned device was noted to have the tube dislodge from the handle and the firing mechanism damaged. No functional test could be performed due to the condition of the device. The device was disassembled to verify the conditions of the internal components and channel retainer was found broken and disconnected from the shroud. Although no conclusion could be reach on what caused the channel retainer to become damaged, it should be noted that a 100% inspections takes place during manufacturing to ensure the device meets the require specifications; (B)(4). A batch record review was performed and no anomalies were found during the manufacturing process.